Event description:
A consumer reported via the manufacturer's representative (rep) that after replacement, they were given a new program, but with the new program "it would be fine, but then disappear" referring to stimulation. It was further reported the device stopped working before the end of last year and they maybe last felt stimulation at the end of last year. It was noted the consumer had a car accident and rotator cuff surgery but the device stopped working before this. It was further reported there was a suspected overdischarge. The consumer didn't remember the last time they charged but said "maybe (B)(6)." The rep. Met with the consumer but when they attempted to do a physician mode recharge (pmr) with the recharger it wouldn't allow them to and just showed a normal recharging screen. The rep. Let the consumer charge normally for an hour and a power on reset (por) message was seen. The device was interrogated with the clinician programmer and the por 0 x 8 message was cleared. After this an impedance check was performed and all contacts were showing greater than 10,000 ohms on each difference reference electrode. Reprogramming was attempted but there was still no coverage and the consumer was unable to feel their existing program at maximum amplitude. The rep. Was planning on meeting with the healthcare provider (hcp) to discuss this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.